Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from the us with supplemental information from nurse of peritonitis. The following information was obtained from the patient on (B)(6) 2012: on (B)(6) 2012, the patient developed abdominal pain after lifting a box and was hospitalized that day. On the same day, while hospitalized, she was contaminated after being disconnected during pd therapy and subsequently experienced peritonitis. The patient was discharged from the hospital on (B)(6) 2012. At the time of this report the patient was recovering and remained on antibiotic and pd therapy. The following information was obtained from the nurse on (B)(6) 2012: the nurse confirmed the patient pulled some muscle. She confirmed the patient was hospitalized on (B)(6) 2012. She clarified that while the patient was in the hospital, the patient was contaminated because staff did not wear masks while checking her fluids. On (B)(6) 2012, (B)(4) conducted further follow-up with the pdrn regarding the peritonitis event. The following information was obtained: the nurse clarified that on (B)(6) 2012, the patient was lifting a box and subsequently developed abdominal pain. On (B)(6) 2012, the patient was hospitalized for the abdominal pain. The nurse clarified that on (B)(6) 2012, the patient was diagnosed with a pulled muscle. The nurse clarified that on (B)(6) 2012, during the collection of the pd effluent for the culture, the health care worker was not wearing a mask. The nurse confirmed the date of discharge was (B)(6) 2012. It was not reported if the peritonitis event prolonged the patient's hospitalization. At the time of this report, the patient was recovered from the events and pd therapy was ongoing. The nurse stated the events were not related to dianeal solution or baxter devices or disposables. The cause of peritonitis was the healthcare worker not wearing a mask during the collection of pd effluent for culture. The pulled muscle was caused by the patient lifting a box.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.